Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Litigation received. Litigation alleges pain, discomfort, soreness, increased metal ion levels, and metallosis.

Manufacturer narrative:
No device associated with this report was received for examination. It is not known if the patient was in fact revised on march 15. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
After review of medical records, the patient was revised for failed right tha. Operative notes reported excess pseudocapsule and scar were resected. Indications for surgery reported, the patient's MRI is showing no evidence of soft tissue tumor and infection workup has been negative in the past. There was some black wear seen around the edges of the liner. The cup was noted to be 20 degrees anteversion and 40 degrees abduction angle. Cup reported on (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.    No code available ((B)(4)) is used to capture (medical device removal).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Event description:
Pfs alleges clicking and grinding.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update ad 25 apr 2018: (B)(4) has been re-opened under (B)(4) due to receipt of ppf and implant records. Ppf alleges elevated metal ions and metallosis. The event description has been updated to indicate the allegations as reviewed. Impacted products were updated since lot and product numbers are available. Doi: (B)(6) 2004; dor:(B)(6) 2016; right hip.

Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.